Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the 20g/8 cm powerglide catheter was placed;12 days after placement the catheter had a 90 degree kink right above the hub and the device had to be replaced. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, and it appeared that the kink developed during use. One 20g x 8cm powerglide catheter was returned for investigation. The catheter was received without the needle and deployment system. The catheter was curved, which indicates that it was used. A semi-circumferential crease was observed in the tubing 1.5mm from the distal end of the pink strain relief sleeve. The catheter was easily kinked at the crease. The catheter was most likely positioned in a location where the kink would develop during use. The catheter was patent to infusion and no leaks were noted in any part of the catheter. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
Facility reported to the sales rep that the 20g/8 cm powerglide catheter was placed;12 days after placement the catheter had a 90 degree kink right above the hub and the device had to be replaced. No patient injury was reported.